Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by depuy international confirms the reported fracture. The stem has fractured most likely due to implant fatigue from repeated use over a long period of time; investigation found the device had been implanted at least 20 years. Lab investigation of the fractured surface concluded failure by fatigue associated with increased implant stress as a result of insufficient cement mantle support. A review of device history records did not reveal any related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The pt will be revised due to stem breakage.